Event description:
It was reported that product has presented problems with the adhesiveness.

Manufacturer narrative:
Our investigation into this complaint has now concluded. Unfortunately as no sample has been returned a more thorough investigation has not been possible. A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition it can be confirmed that all finished product specification testing was satisfied at the point of release.. The adhesive performance of this dressing is directly affected by the amount of adhesive per unit area. Generally, where more adhesive is present, the adhesive performance is increased. During the adhesive spreading process, in-process checks are undertaken for this product. Each roll of adhesive spread material is checked to ensure the correct adhesive weight has been applied. Only product meeting the release criteria will be passed on for further processing. Smith and nephew are continually investigating ways to develop and improve our products and we will continue to monitor for any adverse trends relating to this product range.